Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse) who interviewed the customer. The customer explained the unit was missing an external speaker. Alarms were visible on the central station computer but no audible alerts due to a missing speaker. A philips remote technical support engineer (tse) provided the customer with information for a replacement speaker assembly. The customer resorted to swapping out the speaker from another unit. Once the other speaker was installed and the unit returned to working specifications. Based on the information available in the case and provided by philips remote service personnel, the cause of the reported problem was confirmed to be the speaker assembly. The reported problem was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported no audible alerts due to missing speaker. The device was in use on a patient at the time of the event, there was no adverse event reported.